Event description:
It was reported by the service technician that a broken piece of pin was found in the device. There was no associated procedure and therefore no patient involvement.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the service technician that a broken piece of pin was found in the device. There was no associated procedure and therefore no patient involvement.